Event description:
The customer states that the cell-dyn 1700 analyzer generated an initial hemoglobin result of 7.6 g/dl. A repeat of the same sample yielded a hemoglobin of 12.6 g/dl. Patient information regarding age, gender, and weight was not attainable. Suspect results were not reported from the lab. No impact to patient management was reported.

Manufacturer narrative:
Investigation summary: in 2007, the customer reported that erratic results for hemoglobin (hgb) were recovered on a cell-dyn 1700. On the first run, one patient sample recovered 7.6 (g/dl) for hgb and on the subsequent repeat of this sample, the hgb was 12.6 (g/dl). No troubleshooting was done. The customer technical advocate (cta) instructed the customer to check and clean syringes, then run a precision with fresh whole blood. The cta also recommended massaging tubing through valves 2-7 and 2-5. No customer data was received and therefore, instrument flagging for the erratic results is unknown. During the follow-up call, made 2007, customer said there were no further instances of incorrectly reported results and felt that troubleshooting helped the problem. Operator's manual (03h58091, rev d, page 10-9) provides general instructions on troubleshooting. The customer action of repeating the sample was in accordance with the suggested actions given on page 3-23 for dispersional data alerts (repeat the sample or contact the physician or perform a smear review). Trending: a review of complaint reports, for the period 2006 through 2007, did not indicate any adverse trend for cell-dyn 1700, list base 03h53-0 for issues with discrepant hgb results. Labeling: the event is addressed in the cell-dyn 1700 system operator's manual, 03h598-01, rev d. Section 3: principles of operation; parameter flagging message; p. 3-23 section 10; troubleshooting and diagnostics: p. 10-9. Conclusion: the issue was resolved by cleaning the syringe and massaging the tubing on the cell-dyn 1700 analyzer with no new instances of incorrectly reported results observed. The customer did not provide patient printouts of the data for further analysis into the possible causes or check for presence of any analyzer generating flagging for suspect results. No conclusion can be drawn. This is the final report. End of report.